Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type 1a endoleak (unresolved with palmaz) is unconfirmed. This is not consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of this complaint could not be determined. Procedure related harms for this complaint could not be determined. This was an off-label case (neck anatomy). The non conic shape of the aortic neck was reported as 33.15 (should be less than 10%). This may have contributed to the reported events but could not conclusively be determined. The final patient status was reported as stable. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: awareness date has been updated. H6: medical device problem codes: remove code 4065. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.

Event description:
The patient was being implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). It was noted that the neck conicity is greater than 10mm between p2 (proximal neck diameter) and p2+7 (average neck diameter). It was reported that there was a type 1a endoleak after deployment of the main body. A palmaz (non-endologix) stent was implanted; however, the endoleak did not resolve. No further intervention was performed and the patient is stable. A follow up computed tomography (CT) will be performed in 30 days.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. H3 other text : device remains implanted.